Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced on (B)(6) 2022.

Manufacturer narrative:
The device was returned for evaluation. The device was received from the field with battery voltage approaching elective replacement level and no anomaly found on the header that is related to the field concern. After all electrical test performed including thermal and mechanical stress, the device exhibits normal device characteristics with battery voltage approaching to elective replacement indicator level. Total projected longevity based on average monthly current is 4.72 years; implant duration is approximately 4.63 years which exceeds 75% of projected longevity and it is considered normal battery depletion.